Event description:
The smartlife small battery was returned to stryker instruments for service, and during functional evaluation it was noted that there was a leaking substance on the battery contacts. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The smartlife small battery was returned to stryker instruments for service, and during functional evaluation it was noted that there was a leaking substance on the battery contacts. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event of leaking substance on the battery contacts was confirmed. During the evaluation, signs of fluid ingress and thermal damage were found. The thermal damage was likely the result of the battery exposed for an extended time in the autoclave, which decreases the cell capacity of the battery from the heat and can cause leaking. Improper sterilization of the battery is another possible cause of fluid ingress/intrusion or electrolyte leaking, which may result in the device leaking.